Event description:
Pacemaker system was implanted approximately six months ago. The ventricular bipolar impedance has dropped. Threshold was 0.4 at implant and is now 1.5 v. Sensing was 14.3 mv at implant and is now 10 mv. Iegm shows the ventricular lead is sensing atrial signals. An x-ray found this lead to have dislodged. The patient is scheduled for a lead revision procedure within the next few weeks. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.